Event description:
It was reported the customer received 2.95 units of insulin out of the 10 units of insulin they had programmed. The customer's blood glucose was 387 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer also declined to troubleshoot for their no delivery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.